Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels in the 400s, close to 500mg/dl. The customer treated by exercising and eating. Recommendation was made that the customer consult with their healthcare provider when experiencing high bgs.